Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged after implant. The physician repositioned the lead. Additional information indicates that there was no atrial capture and sensing. The dislodgement was confirmed via fluoroscopy and there were no adverse patient effects noted. The ra lead remains in service. No additional adverse patient effects were reported.